Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that two of his olympus evis exera iii video system centers were not displaying images when used with 160 and 180 series scopes during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This complaint is 1 of 2.

Event description:
Additional information was received confirming that this event had no patient involvement.

Manufacturer narrative:
Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. The evaluation could not confirm the reported issue. The video connector socket was found damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 9 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to the damaged video connector socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.